Manufacturer narrative:
Investigation done: no smooth breakge, breakage do to thermal influeance. Misuse since customer used length marks and activated outside the tooth. Nothing unusual to report was found during DHR review. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that 2 eddy irrigation tip broke during treatment at one patient. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.